Event description:
On (B)(4) 2009, the sales rep communicated that during an initial lumbar fusion on (B)(6) 2009, the tip of the dorsal height adjuster cracked when the surgeon was tightening a part. Additional info received on (B)(4) 2009. The surgeon was tightening a screw with the sequoia dorsal height adjuster and the tip cracked with pieces falling into the surgical site. The instrument pieces were removed from the surgical site without incident. The surgeon was able to use the screw driver that he had been using to insert the screw to finish backing out the screw until he was satisfied with its placement. The surgical delay was less than 5 minutes and there was no harm to the pt.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Eval is pending.